Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet, with blood glucose measured at 70 mg/dl, associated lightheadedness, and subsequent treatment with oral carbohydrates and food; the ilet displayed a ¿press and hold to see drops¿ prompt while connected, and the patient briefly activated it, after which support guided disconnection of tubing and completion of the confirmation that drops were seen, with the device returning to the home screen. Symptoms included hypoglycemia. Outcomes included no health consequences or impact, and blood glucose trended to 112 mg/dl after treatment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.